Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe leak. Based on the result, we concluded that it was caused due to the physical damage applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the ultrasound connector body fluid damage, the lg connector fluid damage, the objective lens broken, the lcb distal cover glass broken, the insertion flexible tube compressed (short in length), the light guide cable buckled, the remote control buttons leak, the us connector cable (long) leak, the ultrasound connector body leak, and the remote control switch malfunction; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).